Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that they were changing the pocket site from the back to the abdomen because the patient had a bad shoulder and was having trouble recharging in the back. It was noted that it was being moved for patient convenience. It was later reported that a pocket revision was done. It was noted that extensions were added and the implantable neurostimulator (ins) was moved to the right abdominal area. Patient was having a hard time reaching behind her to recharge due to right shoulder problems/concerns. No troubleshooting was required. Patient was alive with no injury. No patient symptoms were reported. Additional information requested but had not been received as of the date of this report.

Event description:
Follow up information received report that the patient was able to recharge their ins after the revision to the abdomen location. It was noted that the patient was receiving adequate therapy. If additional information is received, a follow up report will be sent.